Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr procedure. The complaint narrative did not note that the safari guidewire caused or contributed to this incident, however, because the safari guidewire was one of the devices used in the procedure, a medwatch report is being filed. The product is not expected to be returned; however, if additional information is received a follow-up medwatch will be filed. Product was disposed of by end user.

Event description:
Abdominal aorta dissection during the introduction of the lotus edge valve. The patient had such overweight that in the ap view the physician could not view the sapphire wire and the introducer and lotus edge valve at the same time. The dissection was repaired with abdominal endovascular aneurysm repair (evar) and a new lotus edge valve was successfully implanted 27mm. The patient did not recover from this and eventually died. Where the dissection occurred they did subsequently find a preexisting aortic aneurysm. The sapphire wire and the lotus introducer was accidently disposed.